Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown serial# implanted: explanted: product type screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had ulcerative colitis (uc) and their back was sore. It was noted that their bandages were bloody and when the slept on their right side they had to void constantly. They were also unable to sleep on their left side. The patient stated they had been taking xanax and ambient to sleep. They also mentioned their heart had been racing and their blood pressure was high which they thought was due to the anxiety of the procedure. Follow up information received on (B)(6) 2017 reported the patient had soreness and blood in the feces. Additional information received on (B)(6) 2017 from the patient reported "its been really bad". The patient believed that ¿something¿ had moved as the stimulation was now in their foot/ankle which was different than before. It was also noted the physician had difficulty placing the right lead. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.